Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: at 3am today patient¿s blood glucose (bg) dropped to 42 mg/dl, with foaming at the mouth. Treated with 3 glucose tablets, juice and water, ½ hour later bg was up to the 70 mg/dl range. The patient then went to school and bg was at target for lunch. After school patient wasn¿t feeling well, was lethargic with glossy eyes, shaking and unable to stand. Bg was 23 mg/dl. Reporter treated with glucose tabs and juice, then called the paramedics who transported patient to ER. When blood work was done at hospital, bg was up to 170 mg/dl range. Patient is currently in ER and off pump, as the site pulled out when she was unable to stand. The hospitalist is requesting that animas troubleshoot the pump. Customer support (cs) review found no associated alarms noted in alarm history, confirmed basal delivery was appropriate, that the patient has been priming properly/ drops seen at the end of tubing, most recent prime history (B)(6) 2014 at 7:34am. No inadvertent suspends noted. Total daily dose: tdd was accurate when comparing to basal and bolus history and settings. No cancelled boluses and all boluses are accounted for. Bolus history reviewed and no discrepancies found. Cs advised reporter to inform hospitalist that there is no indication of pump malfunction, and to call back if any further assistance is needed. This complaint is being reported because the patient experienced hypoglycemia while on pump therapy.